Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's dog jumped on them about 3 weeks ago and the dog's claws caught the edge of the ins. Since then, the patient's stimulation hadn't been working as well and they've had a return of pain in their legs. They also noticed that the ins turned off on its own (about 5 times total). The patient checked the ins with their programmer and it showed that the ins was off but the patient indicated that they sometimes hit the gray button on accident. The representative ran impedances and everything was fine at 3v but at lower amplitudes they were seeing xxxs on most contacts and only some actual numerical values for the results. The patient had programming at 90 pw, 1000 rate so they typically didn't feel stimulation and the representative didn't try increasing the amplitude at that time. The patient hadn't noticed any shocking or overstimulation since the accident (except for jolting that they felt when performing exercises or were lying on their side which occurred since implant). The representative palpated the system with stimulation on and the patient didn't notice any changes. The representative re-ran impedances at 1.5v and all pairs showed "xxx" as a result. They were re-ran at 3.0v and no pairs were out of range after checking all references (all pairs were between 700-1700 ohms). The amplitude was at 2.4v and they increased it to 5v where the patient was feeling it in both legs. The patient typically didn't turn it up any higher than 5v. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that no further actions have been taken regarding the patient¿s lack of stimulation. They stated that they are unsure if the problem has been resolved as the patient was instructed to contact them with an update. No further complications were reported or anticipated.